Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the filter tubing that was used to deliver the drug etoposide had a hole in the back of the filter, which resulted in a large chemotherapy spill.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed